Event description:
Patient had a new ICD and a new rv lead placed 5 years ago. Patient's ICD lead was found to be fractured. Patient was seen and examined by an electrophysiology staff physician and deemed appropriate for extraction of the old ICD as well as the old ICD lead and reimplantation of a new single-chamber ICD system.